Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 days post implant of this bioprosthetic valve, the electrocardiogram (ECG) showed sinus node dysfunction and left bundle branch block (lbbb) resolved with a permanent pacemaker implant. No further adverse patient effects were reported.